Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had an error in the motor was detected. The customer¿s blood glucose was unknown. Customer states they are able to rewind the pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump power up properly after battery installation. Insulin pump passed self test and displacement test. Unit was monitored for 24 hrs. Battery was removed form pump and monitored for 10 minutes. Unit power up properly after insertion of the battery and no post-reset ram crc alarms were noted.